Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (demographics and medical history were not provided) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Tamponade occurred during manipulation of the thermocool® smart touch® sf bi-directional navigation catheter and ablation in the left atrium (la). The procedure was aborted and pericardiocentesis an hemostatic work was performed. Blood pressure was stable when leaving the room, but details were unknown. The patient was discharged. No additional details about patient outcome, the need for extended hospitalization nor physician¿s causality opinion were provided. There was no report of product malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient¿s gender is female. Therefore, updated a3. Sex field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)